Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The reported difficulty to deploy was confirmed. The reported material rupture was unable to be confirmed; however, an inner member tear was observed which was likely perceived as a rupture. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. As there was no leak noted to the stent delivery system during preparation of the device, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely the guide wire interacted with the inner member during advancement resulting in the noted tear and difficult to deploy. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported the procedure was performed to treat a lesion with no tortuosity and mild calcification in proximal left anterior descending (lad) coronary artery. The 4.0 x 18 mm xience alpine stent delivery system (sds) was advanced to the target lesion without resistance. During stent deployment, the balloon ruptured at 10 atmosphere (atm). A new balloon catheter was used to fully deploy the stent implant. There was no adverse patient and no clinically significant delay in the procedure. No additional information was provided.